Event description:
It was reported that a plunger sensor error was observed. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing device history review (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals had a bottom case seal was intact and plunger case seal was removed. Plunger case tamper removed. The investigation found the top case cracked on lower left edge. The pump event history showed a check syringe plunger sensor in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during self-test and used biomed diagnostics monitor syringe plunger sensor. The cause was the damaged left plunger case and broken screw boss inside left plunger case. The root cause of the reported issue was due to use error. The technician replaced the plunger case and re-assemble and reset timing plate assembly. Performed calibration on the pump and passed all the functional tests.